Event description:
According to the reporter, during a laparoscopic total gastrectomy, the needle tip fractured while the surgeon was using a suture, producing a broken fragment measuring approximately 2 mm. The surgeon and the operating room nurse searched for the fragment and located one piece that matched the broken end of the needle. A second needle of the same brand also fractured at the tip, again producing a fragment approximately 2 mm in length. The surgical team searched again but could not locate the fragment. A c-arm fluoroscopy examination was performed in the operating room without success. Subsequently, the radiology department was contacted, and a mobile dr examination was performed for further imaging evaluation; however, the fragment was still not found. The abdomen was then closed, and the operation was completed. The patient was transferred to the recovery room.

Manufacturer narrative:
D10 concomitant product: glj-50-m, glj-50-m polysorb 3/0viocv-25dt 5x45x12, (lot#d5f3066y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.